Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was extending beyond its normal range, which caused difficulty in opening and closing it. A field service engineer removed the drawer and discovered that the rubber stopper had fallen out of the slide rail. The engineer located the stopper, realigned the drawer rails, and tightened the front fascia panel while testing the drawer in diagnostics. After these adjustments, the drawer was confirmed to be opening and closing smoothly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a broken latch and unable to close drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.